Manufacturer narrative:
Additional information was received by bd on 6/2/2020 that changed this complaint to reportable. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical false positive results and unr results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no patient impact.

Event description:
It was reported that while using the bd instrument max clinical false positive results and unr results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no patient impact.

Manufacturer narrative:
Investigation summary the complaint of false positive and unresolved results with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number ct0245. Engineer went onsite, cleaned the readers and muxes and with that the system is functioning as expected, customer did internal qualification and no issues experienced. The complaint is not confirmed. The root cause is unknown. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.